Event description:
The customer contacted baxter's technical service center regarding a low drain alarm, which occurred on the homechoice during use. At the time of the call the patient stated he had peritonitis. On (B)(6) 2011, product surveillance contacted facility and spoke with peritoneal dialysis nurse about this patient's peritonitis. The nurse stated that the patient was diagnosed on (B)(6) 2011 with bacterial peritonitis. The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011 and was treated with antibiotics and is recovering. The nurse stated that she did not believe that the peritonitis was related to baxter products or dialysis, but was a result of poor aseptic technique. She confirmed that the patient was retrained on proper technique. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. The cause of the reported condition of peritonitis is unknown. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on h11g16032, h11h04127, and h11h07039 with no issues noted during the manufacturing process. There were no deviations from standard procedure. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.